Event description:
Per the clinic, the patient experienced an infection at abutment site (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with oral and topical antibiotics (specific date and duration not reported).